Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide model: 18320, 18296-eng-aw rev b 06/18. Changing your pod: chapter 3/page 37. Warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes: chapter 13/page 171. Infusion site checks: at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged, signs of infection, such as pain, swelling, redness, discharge, or heat.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis. The patient's blood glucose levels reached 1400 mg/dl while wearing the pod. The patient was reportedly in a coma and experienced the following medical conditions: heart attack, acute kidney injury, septic shock, and brain swelling; she also had an "altered mental status". The patient was treated with insulin via intravenous fluids and was placed on the following antibiotics: vasopressor, heparin, metoprolol, gabapentin, sertraline and zyprexa. She was also given empiric therapy. The patient was currently residing at a skilled nursing facility at the time of reporting and is receiving kidney dialysis 3 times per week.